Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0437154v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with device or therapy but have not sought further help. The patient reportedly ¿tried too many times without resolution,¿ and had ¿given up¿ and wanted it removed to receive an MRI for another problem.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the device had not worked for 2-3 years. It was noted the device did not "stay steady and was not consistent." The patient had the device off as they have not used it and it had not worked "in a long, long time." Additional information has been requested, a follow up report will be sent if additional information is received.